Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 89 months ago. Vessel morphology was not reported. It was reported, that distally the stent graft was 3.5 cm from the hypogastric artery and that the common iliac artery on that side had dilated because of disease progression, which resulted in a distal type 1 endoleak. The patient was being followed and it was noted that the aneurysm has grown by 1 cm over a 1 year period to 6.5 cm in diameter due to the endoleak. A flared aneurx iliac stent graft limb was implanted down to the level of the hypogastric artery and successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Required intervention. Endoleak. Dilated iliac artery due to disease progression.